Manufacturer narrative:
Additional information is provided in d.10., g.1., g.2., h.3., h.6. And h.10. The tabletop illuminator was received for evaluation. The tabletop illuminator was installed in a calibrated system and the system message (sm) displayed, (which related to the reported event). The illuminator ports could not be used due to this sm, replicating the reported event. Further evaluation found, the auxiliary illuminator component to be the root cause. The root cause of the reported event can be attributed to a nonconforming auxiliary illuminator component. The manufacturer internal reference number is: (B)(4),

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The illuminator module was replaced to resolve the issue. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming illuminator module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that multiple ports did not illuminate prior to a surgical procedure. There was no patient involvement. The facility did not have an auxiliary lamp and used another system to perform the surgery.